Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A DHR (device history review ) is not being performed on this device as this device has been serviced multiple times. A review of the previous service performed shows no abnormalities. The device had been previously serviced by olympus therefore a service history review will replace DHR review. This device was previously inspected by olympus on june 17, 2020 . At that time, minor scratches on the housing were observed. The unit passed functional test, output test and electrical safety test, no abnormalities were observed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device return was evaluated. Inspection found the output of voltage and current check boost into 1 k too low due to faulty plasma blend board. The base plate was observed to be dent on the back side unit. Review of fault log revealed 600 ref 1 showed three times (3) indicated (aux)auxiliary board adc check. Raised if the aux board adc does not respond in time. Check that the loom 136010 has not become adrift from connector con11 on the aux board and it is secured with a cable tie. Based on device evaluation findings the reported error 600 ref 1 was not able to be duplicated however, review of fault log confirmed the error as log review identified the error 600 ref 1 reported. Additionally, the failure observed of low output was identified to be due to faulty plasma blend board. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device upon power on displayed system reset error code 600 ref 1. The issue occurred during device receipt inspection. There was no patient involvement reported due to the event. No user injury reported. Device evaluation found the output of voltage and current check boost into 1 k too low due to faulty plasma blend board.